Event description:
It was reported by the neurologist that the patient were having tonic seizures, which were new for the patient, and they were not due to vns stimulation. The patient's settings and diagnostics were not given. No additional or relevant information has been received to date.

Event description:
Information was received that the vns magnet was taped over the patient's generator which reduced the amount of breathing episodes for the patient. The patient described the breathing episodes as a bone being stuck in her throat and they were previously assessed by the patient's physician to be new tonic seizures for the patient. The patient then went to see their physician to have their device disabled, but only the normal mode output current was set to 0ma. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was having absence seizures. It was unknown if the patient had absence seizures prior to vns implantation. The physician did not believe that the issues were related to vns autostimulation. The physician disabled the autostimulation feature, and the patient¿s settings were changed. The diagnostics were within normal limits and indicate that the device is performing as intended. Programming history was attempted to be reviewed, however none was available. No further information has been received.